Event description:
It was reported that the patient with this neurostimulator began experiencing sciatic pain. Their stimulation was turned off to assess, but the pain remained present. The patient stated that they were happier with the device off and elected to leave it off. The pain persisted, so it was not believed to be device related. The patient later advised that they had a urinary tract infection. Their device had been off for about 3 weeks at that point. They noted that it was their eighth since being implanted and that they never experienced utis prior to the device and believed that the device was causing them. The stated that they had been seeing an acupuncturist to address their sciatic pain, and they decided together that it would be best to get the implant removed. The patient was not interested in attempting to optimize or reprogram their device. The patient met with their physician and they did not think the device is the cause for the utis but said it could possibly contribute to the sciatica. The patient was prescribed antibiotics and an explant was performed. There were no additional patient complications.

Manufacturer narrative:
Product code (d2b) - additional product code qon.premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006.